Event description:
Customer reports back to back testing with professional meter while using the advantage system with a result of 289 mg/dl on customer's meter and 86 mg/dl on the professional meter. Quality controls were run and out of range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.